Event description:
It was observed that during the device evaluation, the camera head exhibited scope mount corrosion and discoloration of the connectors. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.